Event description:
The father's customer reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose was 505 mg/dl. The customer treated with syringes. The customer reported that there is no delivery alarm on the insulin pump. The customer's blood glucose level was 394 m/dl. The customer was able to resolved that alarm by set change. The customer was advised to call when alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.